Event description:
It was reported that the right ventricular (rv) lead experienced 2 pacing impedance alerts triggering at the same moment where one was for high and undefined pacing impedance and the other alert was for low pacing impedance of 0 ohms. Additionally, since the date of the 2 alerts the ICD has had a potential increase in current drain/rapid battery voltage drop. It was also suspected that the 2 pacing impedance alerts could be erroneous impedance measurements by the ICD. The rv lead was capped and replaced and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  6935m62 lead implant date: (B)(6) 2022 explant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Analysis of the device memory indicated the right ventricular pacing impedance was beyond the expected upper range. Analysis of the device memory indicated the right ventricular pacing impedance was below the expected lower range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.